Event description:
Healthcare professional reported left side ¿device rupture¿. The devices has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number- (B)(6).

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side ¿device rupture¿. The devices has been explanted.